Event description:
It was reported that pump experienced malfunction alarm identified as malf 0, with no notable events occurring beforehand and no information provided about any impact to the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.